Event description:
Related manufacturer report number 1627487-2021-13199. It was reported that the patient lost effective therapy following a fall. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
This lead is no longer reportable.

Event description:
Additional information revealed that this lead was functioning normally and did not cause ineffective stimulation. No allegations against this lead.